Event description:
It was reported by the patient that on the evening prior to the event, their blood glucose (bg) levels were reported to be 15 mmol/l (250 mg/dl) before going to bed. Upon waking, the patient identified large ketones, measured at 3.7 mmol/l. The pod was changed, and the patient presented to the emergency room on (B)(6) 2026. While awaiting evaluation, the patient's bg levels reportedly began to decrease. The patient received treatment consisting of an intravenous drip and left the emergency room after approximately a 4-hour visit. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.